Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the positioning of the lead and after mechanical irritation of the atrium the patient went into atrial fibrillation. Inter venous (IV) medication was given and a cardioversion was performed to resolve the atrial fibrillation. No further patient complications have been reported as a result of this event.